Manufacturer narrative:
The subject device was manufactured in mar. 2024 based on the provided 3-digit lot information ¿43k¿. The manufacture date could not be identified since the subject device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to aomori olympus. Therefore, the condition of the device could not be confirmed. An investigation of the in-house inventory guide wire distal end found that its strength did not meet specifications, and the breakage pattern showed tearing, similar to the product in the reported event. Inspection of the fracture surface of the low-strength guide wire distal end revealed layered resin solidification and the presence of welds. Brittle fractures originated at the welds, making the guide wire distal end more susceptible to tearing. This suggests a molding defect in the guide wire distal end, indicating that it was not molded under optimal processing conditions. The instruction manual contains a warning to the user regarding this event. (Drawing number: gk5909, revision number: 21) when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip part of the basket on the mechanical lithotriptor was torn when going through the guide wire. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed by using another of the same type of equipment. There was no delay in procedure and no reports of patient harm.